Event description:
Boston scientific received info that this right ventricular (rv) lead was explanted due to loss of capture. The lead was not long enough. A new rv lead was successfully implanted. This lead was explanted and not returned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional info is available at this time. This event will be reopened if any additional info is received. Implant, explant and event dates were not made available.